Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious bodily injuries, extreme pain, erosion of internal bodily tissue, dyspareunia, significant mental and physical pain and suffering, has required and/or will require additional surgeries and medical treatment. Per additional info received, the pt has experienced recurrent incontinence, urinary problems, recurrent urinary tract infections, recurrent vaginal pain, recurrent cystocele, dyspareunia, and constant urine leaking.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.